Manufacturer narrative:
Medical device brand name: unknown. Medical device type : hence the actual name of the device is unknown, the use of a general name was used instead. Unique identifier (UDI) # : unknown. Medical device catalog #: unknown. Medical device lot #: unknown. Medical device expiration date: unknown. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Device manufacture date: unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that an unknown device produced erroneous results. No report of medical intervention or serious injury.